Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from the clinician indicating the rv lead was replaced due to a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This product was included in a field action, but product analysis found that the product did not perform as described in the field action. Evaluation summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. The interior rv (right ventricular) defibrillation cable was extrinsically cut.

Event description:
It was reported that there was high pacing impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.